Event description:
The clinic reported an autotest failure. Gambro technical services (gts) determined silicone magnet seal from the balance chamber diaphragm had dislodged, sticking in balance chamber valve vb7. The balance chamber was replaced to correct the condition. No patient involvement was reported.